Event description:
Whitish debris was observed on the intraocular lens (iol) following insertion. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional information has been requested.